Event description:
A peritoneal dialysis (pd) patient reported that they had an infection from the pd catheter insertion site. The patient was seen at the pd clinic and had a pd effluent culture obtained and labs drawn. The pd clinic contacted the patient on (B)(6) 2020 to state that they did have an infection and antibiotic therapy would be prescribed. The patient did not have any additional information related to the infection. The patient's pd catheter is still being utilized. The patient continues pd therapy on the liberty select cycler without issue. Additional information was requested, however; to date has not been provided. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).